Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm event was confirmed via log file analysis. A log file was submitted for evaluation, which captured a no external power alarm event on 22jun2023 and 26jul2023. There was a loss of power from the mobile power unit. The system reverted to the internal 11v backup battery for power and was unaffected by the loss of power to both power cables. Power was restored from the mobile power unit and the alarms cleared. Attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided and no additional follow-up attempts will be performed. A root cause that led to the no external power alarm event captured in the log file could not be determined. Serial number of the mobile power unit was unavailable, and the device history record was not reviewed. Heartmate ii lvas IFU (section 7), heartmate ii patient handbook (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Low battery hazard alarm. 1. Immediately connect to a working power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. Low battery advisory alarm. 1. Promptly connect to a working or different power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact. Power cable disconnected alarm. (¿connect power¿ visual message), which means one of the system controller power cables is disconnected from power. If it is the cable with the black connector, the top light comes on. If it is the cable with the white connector, the center light comes on. In section 3, under power the system, covers making or breaking connection between power sources. In section 2 of both manuals, covers replacing the running system controller with a backup controller. Also, under this section ¿performing a system controller self test¿, describes the use a daily system controller self test to check the audible and visual alarm indicators on the user interface, as well as the status of the backup battery for the system controller. The system controller self test is a loud and bright function. All of the audible and visual indicators should come on and ¿self test¿ should appear on the screen. Heartmate ii lvas IFU heartmate ii patient handbook both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during a routine visit, six low voltage alarms were noted. Log files captures no external power and low power hazard events on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023 caused by power to the mobile power unit (mpu) being interrupted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.